Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during set up / inspection for use (during set up in room / before patient in room) involving an olympus bronchovideoscope. There was no patient injury reported.